Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hepatectomy, when attempted to perform clipping on the blood vessel, the clips fell apart into the abdominal cavity but was retrieved. Another device was used to complete the case. There was no patient injury.